Event description:
It was reported that the insulin pump did not prevent the customer from having low blood glucose levels due to a possible sensor malfunction. The blood glucose reading was 175 mg/dl. The customer stated that he did not exhibit any symptoms of low blood glucose levels. He stated that he had miscalculated carbohydrates amounts for meals, causing low blood glucose. He was advised that the insulin pump did not trigger a threshold suspend because the alarm is dependent on sensor glucose readings, which would not work without the sensor being turn on. He was advised that the threshold suspend feature would only decrease the length and severity of low blood glucose, not prevent or treat it. He declined to troubleshoot for low blood glucose, advising that he knew he had overbolused. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.